Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 4 months after the dental implant was installed in intraoral region #12 it was verified its non- osseointegration. A 40 ncm of primary stability was achieved and immediate load was performed. The patient had insufficient bone quality/quantity (bone type iii).